Event description:
It was reported that a patient underwent an episiotomy repair on (B)(6) 2013 and suture was used. While passing the suture through the tissue, the needle broke close the swage. The surgeon re-opened the perineum and performed bimanual examination but it was not found. Then the patient underwent x-ray but the needle was not visualized. On (B)(6) 2013, the patient underwent a second x-ray and the needle was visualized in the perineum. The patient required a re-operation to remove the needle. Additional information has been requested.

Manufacturer narrative:
Conclusion: a needle that broke at the attachment end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.